Event description:
It was reported that a celt of undetermined size was used to close an arterial puncture. The physician used ultrasound guidance and successfully obtained hemostasis. The repeat ultrasound prior to patient discharge showed complete hemostasis and the patient was discharged on (B)(6) 2022. The following day (B)(6) 2022 while at home, the patient lost consciousness (unknown reasons) and had a bad fall suffering several injuries including a head laceration. He went to a local hospital for treatment and was discharged. Later that night he contacted the physician the deployed the celt complaining of leg swelling and pain in the leg where the celt was deployed. The pain got worse over the next day, so the physician encouraged him to come back to the office to be seen. An ultrasound on the groin revealed a pseudoaneurysm of the common femoral artery. The physician scheduled the patient for surgery to repair the pseudoaneurysm. This was successfully treated, and the celt implant was not seen (due to compromised surgical field of blood and inflammation) and it was thus not removed. The patient was discharged without further incident. The patients exact age is not known but the physician confirmed that he is in his 70's and has a great deal of peripheral arterial disease and other comorbidities. The device remains implanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints was not possible as no lot number was provided. Based on the case information reviewed, a conclusive cause for the reported patient events and relationship to the device, if any, cannot be determined. This report is the final report being submitted by vasorum. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).